Event description:
Patient¿s wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient had suffered a hypoglycemic episode while asleep. Patient¿s wife tried to tend to patient with glucagon and food but patient went into seizures and convulsions. Patient¿s bg was measured at 64 mg/dl then 45 mg/dl during his incident. Patient¿s wife claims that cgm was not displaying any readings at the time of the incident. Patient¿s wife called paramedics and patient was transported to the hospital where he received a CT scan and was discharged the same day. At the time of his call to dexcom technical support, patient was still recovering from a bitten tongue and was going to physical therapy for shoulder injury inflicted during the seizure. A week after his incident, patient also saw his endocrinologist and reports that all his tests were good. Patient has agreed to send cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.